Manufacturer narrative:
The field service representative (fsr) reviewed the module logs and recommended the r1 probe be replaced and calibrated. The r1 probe was proactively replaced however no definitive part was identified as the cause of the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity for the issue under review. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated alinity c creatinine results for one sample. The following data was provided (customer provided normal range: 0.73 to 1.18 mg/dl): (B)(6) 2025, sid (B)(6): initial result = 2.008 mg/dl, repeat = 0.758 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c creatinine results for one sample. The following data was provided (customer provided normal range: 0.73 to 1.18 mg/dl): (B)(6) 2025, sid (B)(6): initial result = 2.008 mg/dl, repeat = 0.758 mg/dl. No impact to patient management was reported.